Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen would intermittently freeze, and an error would populate. The bme was able to get everything cleared out by doing a hard shut down/reboot. Once the cns came back up the issue was resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screen would intermittently freeze, and an error would populate. The bme was able to get everything cleared out by doing a hard shut down/reboot. Once the cns came back up the issue was resolved. No patient harm was reported.